Manufacturer narrative:
Investigation: the customer stated that the patient's condition prior to the procedure contributed to the symptoms that occurred during the procedure. The customer initially contacted terumo bct support specialist due to a patient's white blood cell (wbc) count dropped from 18 to 5 post procedure of a therapeutic plasma exchange (tpe) procedure. The customer stated that they received pressure low alarms during the procedure. The run data file (rdf) was analyzed for this event. The signals in the rdf indicated that the spectra optia system operated as intended. There was slight platelet clumping seen on the interface near the end of the procedural run. There were many inlet and return pressure alarms but no indications in the rdf for the possible cause for the patient's reaction. Investigation is in-process. A follow-up report will be provided.

Event description:
The customer reported that a patient who was (B)(6) pregnant had an allergic reaction during a therapeutic plasma exchange (tpe) procedure. During the procedure, the patient developed desaturation, tachycardia, complained of feeling dizziness, nausea, abdominal and dorsal pain then vomited twice. The rn stopped the procedure with rinse back and contacted the physician and hematologist. Per physicians' order, the patient was hospitalized for 24 hours and the patient was given 150ml/hour of IV fluids, gravol, benadryl, and maxeran via IV, chest x-ray, lab testing for septeicemia, and 4 liters of oxygen (o2) via nasal prongs. During customer follow-up, the customer stated that no further investigation occurred and post test results indicated negative results. The tpe set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Per the therapeutic apheresis handbook: a physician's reference, 2nd edition,overall patient reactions may occur in approximately 4.8% of procedures. Specific reactions as experienced by the patient such as tachycardia (0.4%) and nausea/vomiting (0.5%) occur at a lower frequency. Additionally morbidity resulting from a therapeutic procedure is unlikely with routine procedures where the patient has not been diagnosed as acutely ill. Per the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause for the patient reaction is unknown. Possible causes for the patient reaction include but are not limited to patient disease state and/or patient sensitivity to the procedure. The run data analysis confirmed that spectra optia machine performed as intended. (B)(4).